Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014. The reporter contacted animas and alleged the patient had a blood glucose (bg) of 524 mg/d, with large ketones and abdominal symptoms. During troubleshooting, the patient alleged the pump had experienced a power/no power issue, begiining on (B)(6) 2014. Patient remained on the pump. Customer support advised the patient to go to an alternate method of insulin delivery until a replacement pump arrives.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: issue was confirmed in history but not reproduced in testing. Black box shows several power on reset events on 05/26/2014, last basal delivery was at 5:58pm.tdd add up and reflect the programmed basal target. -reported 05/14/2014 is overwritten, alarm history shows ¿144¿ warning on 05/13/2014@10:40pm, next prime operation was after 20hr on 05/14/2014@6:52pm. The battery compartment/cap are undamaged and able to fit securely to maintain electrical connection. The pump reflected 24u after a 24hr on 1u/hr basal duration test, no power interruption occurred during the investigation. -no intermittent condition was found to the power circuit.